Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. The old hard disk drive was reformatted and system software was reloaded until the repair could be completed. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.